Event description:
It was during an inquiry regarding MRI precautions that the patient's vns was previously explanted due to infection. The lead was partially explanted. No additional relevant information has been received to date.